Event description:
It was reported when using the bd preset¿ eclipse¿ with safety needle nurse found product deformed. The following information was provided by the initial reporter. The customer stated: "the outer packaging of the arterial blood collector was intact. When the patient's skin was disinfected, the needle plug in the blood collector was found to be deformed and could not be used normally. The blood collector was immediately replaced to complete specimen collection, without causing adverse consequences to the patient.¿

Manufacturer narrative:
Investigation summary: bd had not received samples or photos for investigation. Therefore, 10 retention samples from bd inventory were evaluated by visual examination and no issues were observed relating to deformed plunger stopper as all samples met specifications. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode deformed plunger stopper. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.